Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a rotator cuff repair the jaw of the expressew iii suture passer w/o hook broke. The sales rep was told the device was dropped on the ground during set up. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the device had slightly marks of wear. It observed that the jaws did not close normally contributing to the holding failure; besides, the upper jaw was slightly loose when the jaws are closed. In addition. It was not possible to test its functionality due to it did not correctly hold the sample rubber strip and it is not fully functional. The pin jaw-shaft was broken and missing. Therefore, this complaint can be confirmed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. This type of failure is observed when the shear pin within the device handle has failed, eliminating the link between the jaw lever and the actuator, preventing the jaw from functioning. This shear pin is a design feature to ensure that in the event that excess tissue is clamped, link failure occurs within the handle and will prevent loose bodies from exiting the device; as it is a reusable device, the failure may have occurred after using it in this way for many procedures and could have been damaged before use. However, given the evidence we cannot discern a definitive root cause for the reported failure. As per IFU, do not use if product is damaged or sterile barrier is compromised. Also, inspect the expressew iii flexible suture passer prior to use to ensure proper mechanical function; with the jaw closed, actuate the needle deployment lever once to confirm that the needle deploys and retracts. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. , h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgery on (B)(6) 2021, it was observed that the jaw on the expressew iii w/o hook device was broken. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.